Manufacturer narrative:
(B)(4). A follow up report will be submitted upon competition of the investigation.

Event description:
The customer stated there was a speaker malfunction inop on the device as well as a broken handle. No patient harm was reported.